Event description:
During the procedure, a small amount of fluid leaked from the cervix and caused a small vaginal burn. The physician indicated that it is a first degree minor burn occurred posterior of the vagina close to cervix . The physician applied silvadene cream.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. It is important to ensure a good cervical seal when performing hta procedures. The hta user's manual on pages 5 - 7 indicates the warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. Pages 38 and 40 which reference the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the patient. Pruduct disposed.